Event description:
A customer contacted beckman coulter inc. (Bci) to report electrical burning smell, vacuum under limits and a leak from the access 2 immunoassay analyzer. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) found torn vacuum pump diaphragms that caused the liquid to leak into the vacuum pump. Fse replaced the vacuum pump and verified system performance to published specifications. The root cause for this event is hardware.